Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Grommet damage and foreign material in the connector header set screw was also noted. Blood in/on helix/lobe mechanism (B) (4) full lead; blood/body fluid outer tubing overlay.

Event description:
It was reported that during implant attempt, eventually the lobes could not be undeployed, which made it impossible to position the lead. There also was reported positioning difficulty. The device was not implanted. No patient complications have been reported as a result of this event.